Event description:
During a rotator cuff procedure, the surgeon used three healicoil regenesorb anchors on a bone of very poor quality. During tapping, sponge seemed very soft and when screwing the first anchor, the proximal part of the bone has collapsed. The first anchor is no problem the surgeon has screwed deeply to overcome this poor bone quality. When installing the second anchor, when tightened its nodes without forcing, they heard the anchor slam. The anchor is raised and up, the ridges on one side of the anchor are broken. Surgeon has started the operation with a third anchor. He created another hole, this time with a punch to conserve more bone. When tightening, the anchor is lowered correctly. When surgeon tightened his thread, the anchor is dislodged and by displacing the ridges on one side of the anchor are broken, as in the previous anchor. Surgeon was confident that no piece/debris was left in the patient. The holes that was used for the second and third anchor was left empty, after the anchor broke. The procedure was able to be completed using a twinfix ultra ha 5.5mm using a new prepared site. The patient's condition post-procedure is unknown however it was reported the patient did not require any additional monitoring or medical intervention.

Manufacturer narrative:
No product is being returned for analysis purposes. (B)(4).